Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the infold resulted in a procedural delay.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34 (lot: 0011840810); product type: 0195-heart valves product ID evproplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date on (B)(6) 2024; product ID d-evprop34 (lot: 0011840810); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, no misload was observed. The patient had highly calcified anatomy, therefore a pre-dilation was performed using a 25 x 3 balloon. During deployment, the valve opened with infolding. After two deployment attempts, the infolding did not undo. The team decided to change the valve and delivery catheter system (dcs) due to the degree of infolding. A second valve was loaded with no misload. A new pre-dilation was performed and the valve was successfully implanted without infolding. No adverse patient effects were reported.